Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider stated that unit will run for 30 to 45 minutes, will smell like hot burning plastic, and then the unit will shut down. MDR filed.